Manufacturer narrative:
The reported issue has been confirmed during evaluation of the provided problem description and service report. Log files from connected ventilator were not attached to this investigation. During further investigation of the reported issue it was found that the fuses were blown and that the standby valve, compressor tubing, power cable and mains inlet was defective and required replacement. Afterwards, the compressor was tested and it passed all functional and safety tests and was cleared for clinical use. No parts were returned for further investigation. Since no parts were returned for investigation, the root cause of the event has not been determined.

Event description:
Manufacturer ref.#: (B)(4).

Event description:
It was reported that the compressor did not start. There was no patient harm reported. Manufacturer ref.#: (B)(4).